Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure product code and lot number? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?.

Event description:
It was reported that the patient underwent posterior vaginal wall prolapse repair in 2007 and mesh was implanted. Following the procedure, the patient experienced mesh exposure less than 1 cm, within suture line, asymptomatic. The patient was administered vaginal estrogen and review in clinic in six months. Additional information has been requested.